Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm was noted. The pump had cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 505 mg/dl. The customer treated with an injection. The customer stated that the alarm occurred during basal. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm has not been resolved. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer will be sent a replacement pump.